Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of over 400 mg/dl at the time of the incident. The caller reported the customer's healthcare professional recommended to discontinue use of the insulin pump due to it not helping with their blood glucose. The caller mentioned the customer had symptoms such as nausea and dementia. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The caller reported the customer passed on (B)(6) 2019 due to congestive heart failure and had been off the insulin pump for a year prior. The insulin pump will be returned for analysis.